Manufacturer narrative:
The zimmer hex-lock abutment was returned for inspection with retaining screw. The device show signs of wear at the hex surface and collar. This screw was confirmed to be fractured at the threaded region. Appropriate documentation was reviewed and the following information was identified: no device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09. Information identified: ¿abutments for cement-retained prosthesis - hex-lock fixed abutment to initiate final seating of the abutment or abutment screw, use the hex drive seating tool. To achieve optimum torque, use of a prosthetic torque wrench is recommended. Before cementing the final prosthesis in place, verify occlusion in centric and lateral excursions.¿ the complaint was confirmed following inspection. The root cause for the complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
PMA 510(k): k013227/k953101.

Event description:
The doctor reports an abutment/abutment screw (hla4-5) placed (B)(6)2013 fractured within an unknown implant on (B)(6) 2017. The clinician was unable to retrieve the lower fractured portion of the screw from the implant, therefore the unknown implant was removed on (B)(6) 2017.